Manufacturer narrative:
The manufacturer received additional information from a third party service center for a ventilator that was returned with an allegation the device failed to charge its internal battery. The device was evaluated at a third party service center and the customer's complaint was confirmed. The ventilator's internal battery was replaced to address the issue. Device evaluation and repaired by a third party service center.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device was sent to a third party service center for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.